Manufacturer narrative:
(B)(4). Concomitant products: biomet unknown ranawat- burstein acetabular cup. Biomet unknown stem. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2017-01844.

Event description:
It was reported that one patient experienced multiple anterior post-operative dislocations and required revision surgery. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.